Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 90% stenosed lesion in a moderately tortuous, calcified left anterior descending artery (lad). The stent delivery system (sds) of a 3.0x28mm taxus express2 drug eluting stent (des) was advanced to but unable to cross the target lesion. The sds was advanced and retracted "several times" from the guide catheter, of unknown type. The sds was removed from the guide catheter when it was noticed that the edge of the stent was "lifted up". The procedure was completed with another device (unknown type). There were no pt complications reported and the pt's current condition was listed as "good".